Manufacturer narrative:
Concomitant medical product(s): 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was post-operatively feeling paced beats which the physician suspected was phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed to stop the stimulation and remains in use. No further patient complications have been reported as a result of this event.